Event description:
Pt had or to remove an infected peripheral nerve stimulator. CT scan done three days later showed 2 elongated 1cm foreign bodies within the superficial fat of the posterior neck at the c3-c4 level. Physician feels this is insulation retained when the leads were removed.